Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized a few months ago. He could not hear his insulin pump's alerts and he did not feel the pump vibrate. The customer verified that he was using the short beep, and he was assisted with changing his alert time to the long beep. No further details were given regarding the hospitalization. The insulin pump was not shipped or returned.